Event description:
This case is cross referenced with case: (B)(4). This unsolicited case from united states was received on 30-nov-2017 from a nurse. This case concerns an adult male patient who received treatment with synvisc one and later after unknown latency had swelling and pain; also, device malfunction was identified for the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. On an unknown date, the patient initiated treatment with intra-articular synvisc one injection (frequency and indication: unknown) (batch/lot number: 7rsl021; expiry date: may-2020). On an unknown date in (B)(6) 2017, after unknown latency, the patient had swelling and pain. It was reported that the patient was seen and provided a methylprednisolone (medrol) dose pack. It was unknown if it was the first time injection. Corrective treatment: methylprednisolone dose pack for swelling and pain. Outcome: unknown for all the events: an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Seriousness criteria: required intervention for all the events follow up information was received on 29-nov-2017. Expiration date updated. Patient's age added. Text amended accordingly. Additional information was received on 30-nov-2017 and 08-dec-2017 (processed together with clock start date of 30-nov-2017). Additional event of device malfunction was added with details. Clinical course updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 30-nov-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced knee swelling and pain. Although exact event dates are not reported however, based on reported information a temporal relationship cannot be ruled out with the product administration. In addition, the concerned lot number has been identified to have malfunction by the company, hence, the causal relationship of the events to the product cannot be excluded.

Event description:
This case is cross referenced with case: (B)(4) (cluster). This unsolicited case from united states was received on (B)(6) 2017 from a nurse. This case concerns an adult male patient who received treatment with synvisc one and later after unknown latency had swelling and pain. No past drug, medical history, concomitant medication or concurrent condition was provided. On an unknown date, the patient initiated treatment with intra-articular synvisc one injection (frequency and indication: unknown) (batch/lot number: 7rsl021; expiry date: may-2020). On an unknown date in (B)(6) 2017, after unknown latency, the patient had swelling and pain. It was reported that the patient was seen and provided a methylprednisolone (medrol) dose pack. It was unknown if it was the first time injection. Corrective treatment: methylprednisolone dose pack for both the events outcome: unknown for both the events seriousness criteria: required intervention for both the events a pharmaceutical technical complaint (ptc) was initiated and ptc results were pending.